Manufacturer narrative:
(B)(4). DHR review: a full review of the device history record for this device has been carried out with no anomalies identified; product was manufactured and released for sale in accordance with specifications. There is no information to suggest that the device has not met the final release criteria. Case review: the pre-operative images were received and, according to the measurements made by (B)(6), this device was oversized by between 47 percent and 73 percent in the aortic neck. Post-operative images show that the implant has been highly constrained in its landing site with many stent-wires projecting form between the retaining sutures, due to the large over-size of this implant. It is possible that the projecting wires could interfere with successful balloon dilation of the graft, resulting in a type la endoleak. It can also be seen that the distal extend of the stanford b dissection appears to end very close indeed to the point of ulceration identified on the pre-op CT. It seems likely that the ulceration was a point of weakness on the intima and that was the point of initiation of the dissection. However, dissection is known to be caused by the introduction light-weight items such as guide wires and it is quite possible that int he presence of the existing luminal disease, the delivery system or stent graft deployment also contributed to the dissection. There is not information to suggest a device malfunction. The IFU was reviewed and the instructions regarding oversizing, in appropriate device selection and potential adverse events are fully described int it. No further updates required. Lombard medicals risk analysis has been reviewed and dissection and type 1a endoleak are both listed in it. No further updates required lombard medical has performed over (B)(4) cases to date and the current event rate is (B)(4) percent (endoleak) and (B)(4) percent (dissection) which are within clinical expectations. The risk/benefit remains acceptable however lombard medical will continue to track and trend in accordance to quality system procedures. Lombard medical no intends to close this complaint.

Event description:
The original procedure was performed on the (B)(6) 2015. According to the complainant, the main body stent-graft could not fit the proximal neck curve and a type la endoleak occurred. Ballooning was performed again and the main body was pushed up. The type la endoleak decreased and the procedure was finished. On the (B)(6) 2015, the distributor was notified that the pt had complained of pain. A contrast CT was performed and the following could be seen: dissection extends to the thoracic descending aorta, and dissection cavity is filled with blood clot. Type 1a endoleak is also confirmed to be remaining. Pt condition is table and is under observation. On the (B)(6) 2015, the distributor was informed that the dicom image revealed a stanford b dissection, which entry site is difficult to detect in the images. Further more, the false lumen has already been filled with blood clot. Type la endoleak is also confirmed to be remaining. The pt will be followed up. (Internal reference: (B)(4).